Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient shoulder pack was damaged. The shoulder pack had a broken clasp where the shoulder strap clips onto the bag. It was also reported that the plastic window was gone and there were some slight tears in fabric of bag. The shoulder pack was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed damaged snap hook and plastic viewing window. This affected the ability to adequately secure and carry the system. As a result, the reported events were confirmed. The most likely root cause of the reported event can be attributed to wear and/or to the handling of the unit. If information is provided in the future, a supplemental report will be issued.